Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported that the unit is failing with proximal pressure sensor autozero failed error. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
MFR received date 19 nov 2019. Date of report 20 nov 2019. The customer contacted product support and verified solenoid pins seated in data acquisition (da) board correctly. Product support advised customer to replace solenoids 3 & 4. The bio medical engineer replaced the data acquisition (da) board and two solenoid valves to address the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.